Event description:
The customer stated that they are getting inaccurate low aorta diameter measurements from the aortascan, .

Manufacturer narrative:
Additional device system component part number: pa018434/0570-0188. Unit was not returned to verathon. Field rep, (B)(4), returned to the customer site for a second in service on 1/14/2013. (B)(4) explained that their machine is fine, "there were just some issues how they were using it". On (B)(6) 2013, (B)(4) provided additional info: he said the customer's issue was due to user error. The customer was not using enough gel and was moving the probe during the scan itself. (B)(4) said he confirmed this by going to the facility for an in service.